Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that there was cutting failure of the probe occurred and operation of the probe stopped during vitrectomy surgery. The surgery was completed after replacing the pak with another one. The condition of aspiration and actuation were unknown. There was no patient harm.

Manufacturer narrative:
Additional information provided in e.1. (Initial reporter zip code), h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken, however, a nonconformance investigation has been initiated to investigate an increased trend of probe complaints from april through july 2024 and investigations have been completed in relation to the related non-conformances identified within the non-conformance review. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).